Event description:
Surgeon implanted breast implant, filled it with 450 cc saline and proceeded to close the incision. He placed his hand over the implant and the saline began to leak out quickly. Implant was removed and replaced with another.